Event description:
It was reported that during a lead revision on (B)(6) 2024 (manufacturer reference number: (B)(4) ), part of the right t10 lead broke off and the lead remains implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.